Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging damage to the lung tissue and fear of serious illness. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Since no device information is provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Manufacturer narrative:
This supplemental report is being submitted to include the device evaluation and additional information. Additional information was received on 08aug2025 via email from our philips lawyer, which included the device serial number. The bipap auto biflex device was returned to a third-party service center for evaluation. No visible foam degradation was found. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. This report has been identified as a duplicate (B)(4).

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the bipap auto biflex device, used with a harmony bipap device, caused damage to the lung tissue and fear of serious illness. There was no report of medical intervention. No additional information can be requested at this time.